Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues charging their implanted neurostimulator (ins) and the issue began after the leads were redone. Pt notified manufacturer representative (rep) of the issue, and they advised the pt to contact patient services (ps) for a replacement battery pack. Pt noted the controller wouldn't turn on and they couldn't charge the ins. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was flashing above the screen. They got no device found. Pt then connected the recharger (rtm) cord and the battery empty recharge the controller message displayed. Pt plugged the ac power supply cord into the controller and the green light became steady, then there was no green light above the screen. No visible damages in battery compartment and battery pack. Ps advised the pt to call back for troubleshooting if they still had issues charging the ins. Ps had difficulty hearing the patient during the call. A replacement battery pack was requested. Additional information was received from the patient. Pt called and mentioned they had met with their rep at the hos pital and the rep had helped the pt charge their implant up. Pt said they could not turn their therapy down without connecting to the ins with the paddle. Pt said the reason they could not connect wirelessly was because "a lead was not hooked up right in their back." Pt was difficult to hear and there was a lot of background noise on the call. Pt said they were in disability right now and would call back with the external equipment to troubleshoot. Pt said they kept telling people about this issue.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot# nlh069245n, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.